Event description:
It was reported by service report that the bed was stuck in upright position, and would not go down. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: base angle sensor malfunction.